Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3999, lot# j0444427v, implanted: explanted: product type lead. Device code (B)(4) should have been coded for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the impedances were high and that the representative met with the patient in (B)(6). No further complications reported.

Manufacturer narrative:
Continuation of medical devices: product ID 3999, lot# j0444427v, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3999, serial/lot #: (B)(4), ubd: 30-sep-2008, UDI#: (B)(4). Event date is only approximate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that a representative tried everything and couldn't get the leads to work. They reported that the four leads going down their lower back were not working and they needed new leads implanted. No further complications reported. Additional information was reported that the patient's battery was interrogated and the rep tried to reprogram. The bottom 4 electrodes on each lead has impedances off after the rep checked the impedances. The patient was not feeling stimulation. No further information was reported.